Event description:
Per dealer, end user was using cane normally when shaft broke and end user fell. No injuries were reported. Dealer refused to give information on end user. Data for EU is approximate.